Event description:
It was reported that intra-operatively the patient experienced high blood pressure. They became agitated, moved around on the operating table, and repeatedly sat up. There were multiple attempts to connect the pacing leads to the implantable pulse generator (ipg). During repeated tightening of the ipg screw, the thread became stripped, making normal implantation impossible. The operating table became contaminated due to the the patient repeatedly sitting up, preventing completion procedure. The device was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.